Event description:
While connected to patient, "hw fault occurred (ad mmtch), but ltv repeated turn on/off and the monitor abnormaly displayed in-house". No patient harm and the inop alarm was activated.